Event description:
The manufacturer received information that a device did not meet the acceptance criteria of the evaluation process due to missing feet. During the evaluation, a review of the log files showed a e193 internal li-ion battery permanent failure. The internal battery is the final power source and failure of the internal battery may impact therapy. The customer had requested no repairs made to the unit.